Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and button error on the insulin pump. The customer's blood glucose was 400 mg/dl. The customer will treat with the pump. If blood glucose does not go down, customer will treat with pen. The customer stated he had to press the up and act button repeatedly for it to respond. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The act button did not respond due to moisture damage on the keypad trace. No moisture damage on the electronics or motor noted. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.